Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during clinical follow up, a patient presented with an apparent dislodge of the left ventricular lead. The patient exhibited loss of capture in the left ventricle. Atrial capture was noted when pacing from the distal pole of the lead. It was also found that the patient's implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing (pptwos). The patient was sent for a chest x-ray. The pptwos was addressed by reprogramming while the left ventricular lead was unaddressed. Patient was stable. Related manufacturer reference number: 2017865-2019-09985.

Event description:
New information notes that the left ventricular lead was capped and replaced on 1 jun 2021.

Manufacturer narrative:
Correction: b1, b2, and h1 should have been updated in the previous report.

Event description:
New information notes that the patient was stable and had no issues during the 1 jun 2021 lead replacement procedure.

Manufacturer narrative:
Correction: h6 should have included the component code.